Event description:
Genetic testing for brca1/2 was performed by a cardiologist for this pt who had a sibling with a mutation. The siblings mutation had been identified and brca2, however, the physician ordered comprehensive testing of both genes and the pt was found to have the same mutation.